Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure. During the manipulation of the injector, the implant was propelled in an uncontrolled way into the capsular bag. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. The device is opened up for further evaluation. Slight mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The cylinder is put back in place, the device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company vendor). An internal investigation was previously initiated for this issue. The manufacturer internal reference number is: (B)(4).